Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained via the femoral artery. The 90% stenosed, 2.25mm wide, de novo target lesion was located in the first diagonal branch. A non-bsc guide catheter engaged the vessel and a non-bsc guide wire was advanced. A 2.5x15mm non-bsc balloon catheter was advanced and the balloon was inflated to 10atms/60sec. It was reported that there was a dissection. Next, a 2.25x16mm ion stent delivery system (sds) was advanced to the lesion and the stent was deployed at 10atsm30sec resulting in good flow. During the initial case, the patient was administered angiomax. Post procedure, the patient was administered effient. The patient started experiencing chest pain one hour after the initial procedure. The patient returned to the cath lab the next day for active chest pain. The two non-bsc stents placed in the circumflex were patent. There was thrombus of the ion stent. The patient was given angiomax. Access was obtained through the right femoral artery and a non-bsc guide catheter engaged the vessel. A non-bsc guidewire was advanced and a 2.0x15mm balloon catheter crossed the lesion. It was inflated four times between 8-12atms for 45-60secs. An export catheter was used for thrombectomy proximal to the edge of the stent. Then a 2.25x12mm ion sds was advanced and deployed at 10atms/20sec. It was post dilated with the delivery balloon inflated twice to 10atms/10sec. Timi 3 flow was established and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).